Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 612 mg/dl and ketones resulting in a hospitalization. The cause of the high bg was not known and a healthcare provider identified the ketones as dangerous. Prior to the hospitalization, the customer delivered a bolus via the pump and administered a manual injection to address bg. While hospitalized, the customer was treated with intravenous saline and insulin therapy. At the time of the event, no issues were identified with the pump, insulin, cartridge, infusion set tubing, or the infusion set cannula. The customer was released from the hospital on (B)(4) 2021 with the issue resolved and no permanent damage sustained.